Event description:
Device appears to be intermittently undersensing on the atrial lead, currently programmed to most sensitive at 0.18mv (2,225 atrial high rate episodes). Possible ventricular lead undersensing based on presenting egm, sensitivity is programmed to 2.80mv. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).